Event description:
It was reported that revision surgery was performed due to previous septic arthritis, leading to femoral head loosening. Possible adverse reaction to metal debris reported.

Event description:
It was reported that revision surgery was performed.